Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture", "pain on side of breast" and "swollen sometimes." Healthcare professional reported rupture, pain, aesthetic deformity of breast, cosmetic dissatisfaction of breast and exchange due to concern with textured product.

Event description:
Patient reported right side "rupture", "pain on side of breast" and "swollen sometimes." Healthcare professional reported rupture, pain, aesthetic deformity of breast, cosmetic dissatisfaction of breast and exchange due to concern with textured product. Device has been explanted.